Event description:
Report received from abbott international affiliate which states "faster flow against the shown flow on the device. The event outcome was described as a probable risk. The reason for product use was infusion of vasodilator or antiarrhythmic or thrombolytic therapy. The device was disconnected or removed from the patient." There is no report of adverse patient event. Additional patient and event information has been requested but no further information was available.